Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging a power (battery life) issue; short battery life. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 15-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 0-mar-2018 with the following findings: during investigation, the black box showed no evidence of a short battery life. The battery compartment and cap were undamaged and able to fit securely. The ez- prime steps were performed correctly with all currents readings within specification. The original complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.